Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain, chronic low back pain and failed back surgery syndrome. On this report date, error code 8286 was seen on the personal therapy manager (ptm) whenever the patient tried using the ptm. It was reviewed that this meant that the reservoir was empty. It was unknown as to whether the patient was due for a refill. It was reviewed that the patient should follow-up with the health care professional to check the status of the pump. The patient noted that she did call them and they said they didn¿t know what the code meant. It was reviewed that it¿s calculating that there is no more medication in the pump, patient was redirected to the health care professional. There were no symptoms reported.